Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for spine/back and malignant pain. It was reported that the patient stated it has been going really slow since about a week ago. The patient stated every time they go to use the handset it takes 10 to 15 minutes for the handset to connect to the pump to request a bolus. The patient verified it seemed to be stalling at about 90% when they were retrieving the pump settings. The manufacturer's patient services specialist (pss) walked the patient through a hard reboot of the handset. The patient reported seeing not found communicator screen and stated this was what they had been getting. Pss walked the patient through a reset of the communicator but they were still getting the not found message. Pss conferenced in healthcare it. After troubleshooting, the patient was able to connect to their pump and see that they had 1 minute left of her lockout. The troubleshooting steps that were taken on the call resolved the issue.